Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box showed no evidence of short battery life however one motor power supply fault error was observed in the pump's black box on (B)(6) 2015. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.